Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump experienced a malfunction in which the screen was cracked and the device stopped functioning, consistent with a device hardware failure involving the display component. Symptoms included none reported. Outcomes included no reported impact on the user and no alerts or alarms reported. Investigation included collection of the device serial number, user interview, and coordination with the healthcare provider regarding return logistics. Investigation of this case revealed damage to the screen with loss of device function. It was concluded that the device exhibited a hardware failure of the display consistent with physical damage.